Manufacturer narrative:
B5. Additional event description added. D4. Serial and primary UDI number corrected.

Event description:
Additional information received reporting a "jp drain was put in at graft anastomosis site and bleeding has increased into drain reservoir. Physicians aware and protamine being given to bring down act from surgery to slow bleeding at site and blood being given proactively."

Manufacturer narrative:
Hemolysis: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Major bleed/asae: the cause of the asae was not determined due to insufficient clinical details.

Event description:
A 64-year-old female patient with a history of prior coronary artery bypass grafting and diabetes mellitus received impella 5.5 support for acute myocardial infarction¿related cardiogenic shock. She was receiving two inotropic medications, an intra-aortic balloon pump, and mechanical ventilation before implantation. On the first day of support, a surgical drain placed at the graft anastomosis site showed increased bleeding, and physicians administered protamine and transfused blood products as needed. After one week, the patient developed pink-tinged urine and a decrease in platelet count; plasma-free hemoglobin was mildly elevated, and the urine subsequently cleared without additional concern for hemolysis. The patient showed gradual hemodynamic improvement, and the impella device was successfully weaned on day eleven due to native heart recovery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.